Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. This MDR is submitted retrospectively following an internal review.

Event description:
On (B)(6) 2026, the user reported experiencing a hyperglycemic event at approximately 7:30 am pacific time. The user stated that the sensor glucose (sg) value at that time was 171 mg/dl, while a fingerstick blood glucose (bg) measurement confirmed a value of 306 mg/dl the user did not seek medical care and reported resolving the hyperglycemic event by administering insulin.